Manufacturer narrative:
The bag/vent microswitch was recommended for replacement. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2003. The month of manufacture was unavailable at time of MDR filing.

Event description:
The ge healthcare service representative reported a failure of the bag/vent switch to operate as expected. There is no report of patient involvement.